Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation the malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The processor/bridge/pace board to monitor cable was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode=dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device fails self test for "defib" and "pacer" functions. Complainant indicated that there was no patient involvement in the reported malfunction.